Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) 13i20h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for having symptoms of cloudy effluent, fever, abdominal pain, vomiting and nausea. On the same day as the hospitalization, the patient¿s transfer set was changed and a vancomycin loading dose of 2000 mg and cefepime loading dose of 1000 mg were added to a 2 liter bag of dianeal and administered ip immediately. The patient received 1600 ml of the solution, and it dwelled for 6 hours. After that, the patient received vancomycin 25 mg/liter and cefepime 125 mg/liter, ip, nightly with the pd regimen, but with 800 ml fill during the day. Then next day, after initial effluent reports returned, the vancomycin was discontinued, cefepime continued and gentamicin 4 mg/l ip, nightly with the pd regimen, but with 800 ml fill during the day was begun. The patient received remedial treatment with morphine (dose and route not reported) as needed for abdominal pain due to peritonitis, tylenol (dose and route not reported) as needed for pain and fever, hydrocodone (dose and route not reported) as needed for abdominal pain due to peritonitis and zofran (dose and route not reported) as needed for nausea and vomiting due to peritonitis. Eight days after the hospitalization, the patient was discharged on the same antibiotic regimen, with the peritonitis having not resolved. Nine days later, the patient was readmitted to the hospital with a persistent peritonitis. Cefepime and gentamicin were ongoing from the previous hospitalization. It was noted that the patient¿s bag was clear but with fibrin. The patient¿s pd catheter was removed and a hemodialysis catheter was placed. The next day, the patient began cefepime, 2000 mg, ivpb, every monday, wednesday, and friday. It was unknown if cefepime was ongoing. The cause of the peritonitis was unknown. The patient remained hospitalized and on hemodialysis. The patient was recovering from the peritonitis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.